Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that during a posterior lumbar interbody fusion procedure on (B)(6) 2023, the implant was placed in the holder and inserted into the intervertebral space without any problems, but when the holder was removed after the implant was placed in the proper position, the knob of the holder in question could not be turned. Once the holder could no longer be rotated either clockwise or counterclockwise, and once the holder was pulled out with the entire implant, the inserter¿s grasping mechanism was removed and only the implant was placed in the intervertebral space. The surgery was completed successfully without any delay. There was no impact to the patient. The patient outcome was reported to be stable. This report involves one opal implant holder pistol grip. This is report 1 of 1 for (B)(4).